Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The low reservoir alarms functions properly. The device had cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and stained end cap sticker.

Event description:
The customer reported being admitted in the intensive care unit due to high blood glucose of 690mg/dl. The customer stated that she was becoming disoriented, had drooping eye, and may had a stroke. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found low reservoir and no delivery alarms. Assisted the caller to run a manual prime and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and found it was bent. No further information was provided.